Manufacturer narrative:
A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. No sample received and no lot number provided. Without the sample or lot number hollister is unable to perform a full investigation regarding the skin injury. Patient's age, gender and weight were estimated because actual demographics were not provided. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated.

Event description:
It was reported that an anchorfast endotracheal tube holder was placed on a highly compromised patient. The wocn had lifted a portion of the cheek pad and found an open skin ulcer completely through the patient's cheek underneath.